Manufacturer narrative:
Concomitant medical products: the following products were used during the procedure: 6fr introducer sheath (brand unknown), gtwire 300mm by terumo, carmerian mavel by tokai medical products, selecon 5fr balloon catheter by terumo, and enpower dcb and cable. (B)(4). Conclusion: the deltamaxx was returned for analysis. The unspecified enpower detachment control box (dcb) and the connecting cable were not returned. The carmerian mavel microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. As viewed through the returned packaging, unreported damage of the coil being detached and not returned was found. The coil was received already mechanically detached. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and then 8.0 mega ohms with manipulation of the distal tip of the resistive heating coil section and the enpower and cable systems ready green light failed to illuminate (IFU). No manufacturing defects were found. A review of the manufacturing documentation associated with this lot (c39574) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil not detaching was confirmed. The dpu failed electrical testing. While the root cause of the non-detachment cannot be determined, the most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil at the distal tip. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the detached coil, the complete detachment system, and the microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The coil detachment occurred during post-procedure handling since it was reported they it did not detach in the patient or microcatheter. Since there was no evidence of a manufacturing issue related to the event, not corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a type ii endoleak at the internal iliac artery, the physician could not detach the deltamaxx (cdx18062530/c39574), which was used as the 2nd coil (1st coil was successfully detached), so they removed the coil and replaced it with another coil. An enpower dcb was used for the procedure. The procedure was successfully completed. Information about whether the procedure was delayed due to the event could not be obtained. There were no patient injuries or complications. The same connecting cable and dcb were used to complete the procedure with the replacement coil. Information could not be obtained regarding whether a pre-deployment electrical check had been performed, what lights illuminated during the procedure and whether all connections had appeared to fit properly without application of excessive force.. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The complaint product will be returned for the investigation. No further information was available.